Event description:
It was reported that the patient had a small pericardial effusion as the inner catheter went through a vessel. The patient's chest was opened to drain the fluid. Moreover, the left ventricular (lv) lead was not successfully implanted as the guidewire broke off into the vein and the piece that was separated remains in the patient. The patient still intubated. This lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a small pericardial effusion as the inner catheter went through a vessel. The patient's chest was opened to drain the fluid. Moreover, the left ventricular (lv) lead was not successfully implanted as the guidewire broke off into the vein and the piece that was separated remains in the patient. The patient still intubated. This lead was never in service. No additional adverse patient effects were reported.